Manufacturer narrative:
On 5-aug-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigated correctly. No irrigation issues were observed. No malfunctions were observed during the device analysis. A manufacturing record evaluation was performed for the finished device number lot 31290829l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warnings and precautions: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
Per internal review on 17-jul-2024, it was identified that the primary UDI number in section d4 of the initial report was mistakenly indicated. The full UDI of the product is (B)(4). Section d4 has been updated accordingly on this supplemental report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).